Event description:
A caller reported multiple intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. To address the issue, the customer frequently reloaded the cartridge and changed it out after receiving multiple cartridge alarms. Despite ongoing occlusion issues over the past seven days, the caller declined additional assistance, and technical support opted to close the case.